Manufacturer narrative:
Product ID 37754, serial# (B)(4), implanted: 2012 (B)(6); product type recharger product ID 37744, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was having pain where the stimulator box was located and that there was a bruise over it. It was noted that their lower back was hurting and their spine was hurting and they were having headaches and back of the neck pains. It was noted that the patient has had it in for a year and one month and was not using it anymore because, they have had to be adjusted many time. It was noted that it jolt the patient too bad.